Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated by paramedics for hypoglycemia on (B)(6) 2025. The incorrect settings had been inputted into the patient¿s personal diabetes manager including the basal rate (16.8 units/hour instead of 0.7 units/hour). The patient's blood glucose levels declined to 42 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include shaking, feeling weak and the patient fell causing bruising to part of the face. The patient was treated with intravenous dextrose. A new pod was activated in line of sight of the patient¿s sensor.

Manufacturer narrative:
The physical device was not returned. Cloud data for the period of 16 dec 2025 - 23 dec 2025 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was used up until 10:00 on (B)(6) 2025. This controller was used with a basal program of 14 pulses/hour (0.7 units/hour). The controller serial number changed to (B)(6) at 13:11 on (B)(6) 2025 and was set up with a basal program of 336 pulses/hour (16.8 units/hour). On (B)(6) 2025 at 16:15, the user input basal program was decreased to 14 pulses/hour (0.7 units/hour) while the controller with serial number (B)(6) was still in use. Review of the patient history buffer (phb) data found that while the system was in automated mode, the algorithm was able to appropriately adjust the microbolus amounts based on estimated glucose values and user inputs. Additionally, the device appropriately suspended insulin delivery in automated mode when estimated glucose values were below 60mg/dl. While the system was in manual mode, the device correctly delivered the user's set basal program. No issues were observed with the system. It could not be conclusively determined if the user input the incorrect basal program when setting up the second controller. The exact cause of the reported event could not be determined.